Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and micro analysis was performed which identified: striated broken, missing shell (0-25%), wear abrasion and crease fold. Base on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical.

Event description:
Healthcare professional reported one of the implants was either broken or broke upon removal. The device has been explanted. This device relates to unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange, rupture noted at explant. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported one of the implants was either broken or broke upon removal. The device has been explanted. This device relates to unknown side.